Manufacturer narrative:
Method: device history review, visual inspection and material analysis. Results: no manufacturing issues were discovered. Visual inspection noted the tip was confirmed to be fractured upon visual inspection. Mar conclusion noted the submitted screw driver was found to have two fracture planes, the first failing in a ductile overload due to an applied cantilever force and the second failing in a cleavage and ductile mixed mode due to rotational forces. The two fracture planes joined and resulted in the tip fracturing off. The observed hardness and material chemistry was within the print specifications. No material or manufacturing defects were found. Conclusion: a plausible root cause is excessive force.

Event description:
It was reported that trc nut screwdriver was broken while transfer connector was being used during the posterior instrumentation at (B)(6) hospital. The broken part was removed from incision area. The surgery was completed with the backup trc nut screwdriver in the kit. No adverse consequences were reported.

Event description:
It was reported that trc nut screwdriver was broken while transfer connector was being used during the posterior instrumentation at cankaya private hospital. The broken part was removed from incision area. The surgery was completed with the backup trc nut screwdriver in the kit. No adverse consequences were reported.